Event description:
It was reported that, during a regular patient follow-up, the implantable cardioverter defibrillator (ICD) was at elective replacement indication (eri). Premature battery depletion is suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that, during a regular patient follow-up, the implantable cardioverter defibrillator (ICD) was at elective replacement indication (eri). Premature battery depletion is suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis confirmed a high current drain condition. Electrical analysis revealed the cause of the high current drain was excess dc leakage in the ventricular hold capacitor. No obvious anomalies in the capacitor were observed in x-ray.